Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure on an unk date. During needle passage, the pt experienced a bladder perforation which was repaired with suture. No additional info was provided.